Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms, code 204) was confirmed. As received, the belt failed testing as it would not communicate with a test monitor. Upon evaluation, the pgnd and pulse wire were open inside the trunk cable. The cause of the gong alarms, code 204 and test failure is the damaged wires. The root cause of the damaged wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms, including service code 204.